Event description:
It was reported that on (B)(6) 2023, a 30mm by 25mm amplatzer talisman pfo occluder was selected for implantation using a 12f amplatzer torqvue 45x45 delivery sheath. During the procedure, during deployment, it was noted that the left disk was inverted and would not lie flat. The device was re-sheathed and deployed again, and deformed into the shape of a martini glass. The device was not released inside patient anatomy, there was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The device was removed from patient anatomy and replaced with another 30mm by 25mm amplatzer talisman pfo occluder. The patient is reported to be discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and an 12f size delivery system was used. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and size delivery system was not reported. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 30mm by 25mm amplatzer talisman pfo occluder was selected for implantation. During the procedure, during deployment, it was noted that the left disk was inverted and would not lie flat. The device was re-sheathed and deployed again, and deformed into the shape of a martini glass. The device was not released inside patient anatomy, there was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The device was removed from patient anatomy and replaced with another 30mm by 25mm amplatzer talisman pfo occluder. The patient is reported to be discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.